Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial report. Corrected fields: b1, b2 d9, d10, g2 h1, h6 and h10.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lithotriptor became stuck inside the scope. The issue occurred during endoscopic retrograde cholangiopancreatography procedure. The entire scope was removed, and the wires were cut and retrieved. The procedure was then completed after replacing it with another one. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the following was observed: the operating wire was cut at approximately 610mm from the distal end of the operating pipe. Misalignment of the coil was discovered at the distal end of coil sheath portion of the device. The coil sheath was deformed, and the tube sheath was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event likely occurred due to the following mechanism: 1. Due to various factors such as the shape, number, hardness of the calculus, etc., a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the above ¿1¿ description, misalignment of the coil occurred, and the basket got stuck temporarily. Furthermore, the coil sheath may have been caught in the forceps elevator and could not be removed from the endoscope. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break, and part of this instrument may remain in the body.¿ ¿use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1.¿ ¿a lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place.¿ ¿this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.¿ ¿during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.¿ ¿do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.¿ ¿lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.¿ this supplemental report includes an update to d4 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.